Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 29 2022 indicated that date of explantation was on december 2, 2022 reason for device explant and/or reoperation: pain, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 7, 2022 indicated that date of removal re-scheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 7, 2022 indicated that date of removal re-scheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that manufacturer report number 1645337-2021-05503 follow up 1) inadvertently missed reporting that the patient is scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4) patient is scheduled for removal on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that mistakenly did not report in manufacturing report number#: 1645337-2021-05503 (follow up 1) that the patient experienced bilateral pain. Manufacturer¿s reference number: (B)(4) the patient experienced bilateral pain.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 08 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant was found to be ruptured and received incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 25, 2023 indicated that the patient underwent bilateral replacements as follow; l/cat#: shpx-335, sn#: (B)(6), r//cat#: shpx-335, sn#: (B)(6), internal lateral capsulodesis, and left side revision supraareolar mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information indicated that the right side was ruptured not the left side. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 7, 2022 indicated that the date of removal postponed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2021 additional information received indicated that date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided rupture and pain post procedure. The pain issues and possible rupture pending ultrasound and mammogram examinations report to confirm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.